Manufacturer narrative:
This report is submitted march 19, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 01 november 2019.

Event description:
It was reported that the patient experienced extrusion of the device, subsequently the device was explanted (date not reported).